Manufacturer narrative:
Additional information was added to h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through the lines of an unspecified quantity of continu-flo solution sets when connected to an interlink system secondary medication set. This issue was identified during setup and preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.